Manufacturer narrative:
H10: the customer calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen was not working properly and needed assistance getting to touchscreen calibration menu. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed customer how to access service mode and touchscreen calibration and to perform the touchscreen diagnostics to confirm calibration. Also, informed customer if the calibration does not work, then replace the touchscreen.